Event description:
Nurse reported the surgeon had problems activating the bovie pencil when he pressed the coag button and it would not activate. Tried few more times but no success. Placed the pencil back in the holster and the pencil then activated on its own.